Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his one touch ultra meter was reverting back to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue with the subject meter occurred at an unspecified time on (B)(6) 2011. The patient stated that he manages his diabetes with oral medication, 500mg of glucophage, diet and exercise. At 4:00am on (B)(6) 2011, the patient informed the cca that he took his usual dose of medication in response to the reported issue. The patient denied developing any symptoms. On (B)(6) 2011, the patient claimed to have gone to the ER where he was tested on their device (unknown type) and obtained a reading of "almost 600mg/dl" and shortly after, was administered with insulin (unknown type and dose). At the time of troubleshooting, the cca was able to walk the patient through the proper usage of the subject meter as recommended per the owner's booklet and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because although the patient denied developing symptoms suggestive of a serious injury, he claimed to have received medical treatment after the alleged product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.